Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): shaft seal out of position, and blood noted on distal conductor (not obstructed), helix mechanism, and helix mechanism (sleeve head); full lead returned and analyzed.

Event description:
It was reported during the implant procedure that the lead extended and retracted twice and on the third attempt, the helix did not extend after 40 turns. The lead was not used and an alternate lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) shaft seal out of position affecting the helix extension and retraction. There was also blood noted in the helix mechanism and the helix mechanism sleevehead. The full lead was returned for this analysis.